Event description:
Pelvic pain, recurrence of prolapse infection, pinching pain, pulling discomfort, left leg vaginal pain, vaginal pain when moving left leg or foot. Cystourethrogram, urodynamics cystoscopy. Reason for use: cystocele, urinary infection.